Manufacturer narrative:
Insulin pump was received with a blank display due to moisture damage electronic assembly. Unable to perform displacement, sleep current measurement, active current measurement, and self tests due to blank display. (B)(4).

Event description:
Information received by medtronic indicates the insulin pump was not working due to exposure to moisture. The customer reported the insulin pump went through the washer and dryer. It was reported the keypad was responsive and the pump passed the self test. It was reported that the customer had high blood glucose reading. The insulin pump will be returned for analysis.